Event description:
It was reported that pump battery would not charge, with power source alerts noted while customer used a third-party wall adapter and later confirmed that multiple adapters and cables did not resolve issue. There was no reported impact to the customer¿s blood glucose level. Cts to replace pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.